Event description:
It was reported that externalized conductors were observed on the lead via fluoroscopy during device changeout due to normal eri. No electrical anomalies were noted when tested. The lead was explanted and replaced. The patient condition was good following procedure.

Manufacturer narrative:
A partial lead measuring 54.3cm was returned for analysis. External insulation abrasion was noted at 9.6-10.8cm from the distal tip, consistent with lead friction to another device or feature of the heart. The inner coil was exposed at 10.1-10.4cm from the distal tip. Internal insulation abrasion was noted at 32.4-33.9cm from the distal tip. The etfe coating was intact at these locations.